Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the flex spot computers not working. Review of system log file identifies software issue. Upon troubleshooting, fse identified an issue with the flexviewing pc. The cause of the flexviewing pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexviewing pc and reloading the software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement and software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up properly. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the flexviewing pc, reloaded software and returned the system to use in good working order.